Event description:
Difficulty breathing, vertigo; wearing a face mask day in day out is having adverse effects on my health. I can't breathe, get dizzy, trip often due to peripheral and downward vision obstruction, and skin rashes. FDA safety report ID # (B)(4).